Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's previous sensor had an alarm and the insulin pump suspended when the customer's blood glucose was higher than the sensor value. Customer's sensor reading was 60 and their blood glucose was 160 mg/dl. Customer also reported a blood glucose of 202 mg/dl. Customer tried to reconnect the sensor but after two calibration errors, a change sensor alarm was triggered. Customer removed the sensor.